Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for left ventricular lead implant. During procedure, the stylet was unable to be removed from the lead. The tip of the stylet broke off and after several attempts removing the stylet, the lead began to coil, and the lead pin was damaged. The lead was removed and the case abandoned. The patient was stable.